Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the until was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the holster has a broken down blue cable. The troubleshooting has indicated that the cable is not allowing to move pass the blue cable error code. There have been no patient consequences reported. The breast biopsy was completed.